Manufacturer narrative:
Upon inspection, the hrc technician found the auxiliary power cord was frayed and bare copper wires were exposed due to abuse. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades, any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A product maintenance search was performed on this serial number resulting in no pm records found for this serial number. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the aux cord to resolve the reported event.based on this information, no further action is required.

Event description:
The customer alleged the auxiliary power cord was damaged. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).